Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was unable to convert the rhythm of the patient after induction tests post implantation. The patient was induced into ventricular fibrillation (vf), the first time a shock was delivered and the rhythm self-terminated, the second and third times, the device was able to deliver a shock, however, it was unable to end the rhythm. The device was turned off and external defibrillation had to be performed. Cardiopulmonary resuscitation (CPR) was performed due to the external defibrillator not being able to initially to deliver a shock, once the pads were changed a shock was able to be delivered and the vf ended. The device was analyzed and low out of range shock impedance measurements were observed. It was determined that damage on the insulation of the electrode was the root cause of the issue, which led to this device being compromised after the delivery of a 1ohm shock during the delivery of therapy. Additionally, it was attempted to interrogate the device, however, it was unsuccessful due to the previously mentioned issue. X-rays were performed with no conclusive evidence. Dehiscence of the pocket area was observed. Replacement of both the device and the electrode was recommended. It was decided to keep the device turned off as the patient decided to not have a device replacement procedure. At this time, this system remains implanted. No further adverse patient effects were reported. Additional information received indicates the patient felt a shock-like sensation. Upon device interrogation, both a charge time error (CT) and a long charge time error (lc) were observed. Analysis of available device data confirmed device therapy was turned off and therefore no shock had been delivered. However, it was confirmed the sensation felt by the patient occurred during an automatic capacitor reform. System replacement was once again advised by technical services (ts). This system was explanted and replaced. This system is expected to be returned for analysis. No further adverse patient effects were reported

Manufacturer narrative:
Additional information was added to the following fields: b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h6: patient codes, h6: impact codes.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. An x-ray and visual examination identified insulation damage and melting of the high voltage cable in the area approximately 75 millimeters (mm) from the terminal end. Based upon the clinical observations and the laboratory findings, it is believed that the lead was damaged during the device replacement procedure, resulting in energy exiting the electrode during induction testing, making contact with the s-ICD and causing the low shock impedance measurement and lack of conversion of the induced arrhythmia.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was unable to convert the rhythm of the patient after induction tests post implantation. The patient was induced into ventricular fibrillation (vf), the first time a shock was delivered and the rhythm self-terminated, the second and third times, the device was able to deliver a shock, however, it was unable to end the rhythm. The device was turned off and external defibrillation had to be performed. Cardiopulmonary resuscitation (CPR) was performed due to the external defibrillator not being able to initially to deliver a shock, once the pads were changed a shock was able to be delivered and the vf ended. The device was analyzed and low out of range shock impedance measurements were observed. It was determined that damage on the insulation of the electrode was the root cause of the issue, which led to this device being compromised after the delivery of a "10hm" shock during the delivery of therapy. Additionally, it was attempted to interrogate the device, however, it was unsuccessful due to the previously mentioned issue. X-rays were performed with no conclusive evidence. Dehiscence of the pocket area was observed. Replacement of both the device and the electrode was recommended. It was decided to keep the device turned off as the patient decided to not have a device replacement procedure. At this time, this system remains implanted. No further adverse patient effects were reported. Additional information received indicates the patient felt a shock-like sensation. Upon device interrogation, both a charge time error (CT) and a long charge time error (lc) were observed. Analysis of available device data confirmed device therapy was turned off and therefore no shock had been delivered. However, it was confirmed the sensation felt by the patient occurred during an automatic capacitor reform. System replacement was once again advised by technical services (ts). This system was explanted and replaced. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (ICD) system was unable to convert the rhythm of the patient after induction tests post implantation. The patient was induced into ventricular fibrillation (vf), the first time a shock was delivered and the rhythm self-terminated, the second and third times, the device was able to deliver a shock, however, it was unable to end the rhythm. The device was turned off and external defibrillation had to be performed. Cardiopulmonary resuscitation (CPR) was performed due to the external defibrillator not being able to initially to deliver a shock, once the pads were changed a shock was able to be delivered and the vf ended. The device was analyzed and low out of range shock impedance measurements were observed. It was determined that damage on the insulation of the electrode was the root cause of the issue, which led to this device being compromised after the delivery of a 1ohm shock during the delivery of therapy. Additionally, it was attempted to interrogate the device, however, it was unsuccessful due to the previously mentioned issue. X-rays were performed with no conclusive evidence. Dehiscence of the pocket area was observed. Replacement of both the device and the electrode was recommended. It was decided to keep the device turned off as the patient decided to not have a device replacement procedure. At this time, this system remains implanted. No further adverse patient effects were reported.